Event description:
A patient was experiencing pocket site discomfort due to the ipg migrating. The patient underwent a pocket revision and the pocket site was relocated. The patient is reportedly doing well following the surgery.